Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and fecal incontinence. It was reported that when they were first implanted, they were taken off their blood thinner medications because they had been bleeding at the implant site. The patient also thought that at a certain part of where the bleeding was, they saw the ins was poking out of their skin however the managing health care provider (hcp) had told the patient nothing was sticking out that they could see. The patient stated that now, the area of the implant site was tender, and when they were sitting in certain positions, they could feel the ins and it hurt them. The patient stated they wondered if the implant could have been placed in a better way because it was implanted "tilted," with one corner of it sticking out more prominently than the others. The patient stated that one corner was closer to the surface of the skin than the other corners. The patient stated they were a large person so they had a lot of fat and they didn't understand why it was placed the way it was placed. Patient services redirected the patient to speak with their hcp about their concerns.